Event description:
Subsequent to the previously filed report, additional information was received. It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a cardiac catheterization interventional procedure using a 6f sheath. Reportedly, the device was inserted and deployed; however, when attempting to remove the device, it was stuck and attempts to remove it were unsuccessful. The lever was closed to retract the foot of the device; however, it may have remained open. Further attempts to remove the device resulted in the distal guide of the device separating from the proximal guide and remaining in the patient's femoral artery. The nurse was unable to auscultate a pulse with the doppler over the dorsal pulse. Blood flow to the patient's leg was assessed and was determined to be compromised. The patient's leg was white in color. A clinically significant delay in the procedure was reported. The patient was sent to another hospital for emergent vascular surgery to remove the device from the femoral artery and restore adequate blood flow to the patient's leg. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.b2: outcome updated from "death" to "required intervention/ hospitalization". H1 - type of reportable event updated from "death" to "serious injury"; h6: removed clinical code 4582; h6: removed impact code 1802 ; h6: removed medical device problem code 3190.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of occlusion is listed in the electronic proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a device entrapment and inability to retract the foot include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. Aggressive manipulation or torsional pressure to remove the device likely led to the guide separation. The patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B2: estimated date. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a patient had severe harm/death with the use of a proglide device. No additional information was provided at this time.